Event description:
It was reported that the patient underwent a fusion from c5 to c6 and c6 to c7 in which rhbmp-2/acs was used. It was reported that following his surgery the patient developed inflammation, painful shocks traveling through his elbows, soreness in his neck, numbness in his legs, difficulty breathing, and other injuries. It was reported that the patient continues to experience daily disabling pain and complications. It was reported that the patient's physicians have recommended a revision surgery.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.